Manufacturer narrative:
(B)(4).

Event description:
It was reported that impedance testing of the patient¿s bilateral stimulation system found several impedances were either ¿too high or too low.¿ it was noted these impedances included high impedance readings of >18000 and >30000 ohms and low impedance readings of 29 or 56 ohms. Additional information reported the patient¿s implant procedure ¿occurred without incidents¿ and the patient had ¿excellent intra-operative stimulation.¿ it was stated the ¿post-operative outcome was far from satisfactory.¿ noted the electrode pair 10/11 had an impedance of 29 ohms and 1/2 had an impedance of 56 ohms. The electrode pairs 0/1, 0/2, and 0/3 had impedances >18000 ohms and pairs 8/9, 9/10, and 10/11 had impedances >30000 ohms. It was further noted that impedances between the case and electrode 0 were >17000 ohms and between the case and electrode 9 were >30000 ohms. It was stated that ¿a radiographic study of the entire stimulation system did not evidence abnormalities.¿ it was reported that considering the device impedance readings that ¿it becomes necessary to review the entire system and substitute defective items, most likely the internal pulse generator.¿ additional information stated that telemetry reports ¿confirmed the high impedance¿ readings. It was reported the patient¿s ¿results were limited¿ and that the patient¿s ¿physician was unable to use the poles he believed were in better condition to obtain a positive outcome for the patient.¿ additional information noted the patient was reprogrammed to not use the high impedance electrodes ¿in order to not have the battery depletion due to high impedance.¿ it was stated the patient¿s outcome was ¿compromised¿ because the high impedance electrodes ¿would be in the correct target¿ and ¿therefore the patient is not with the appropriate programming.¿ it was reported the patient¿s physician had requested authorization to ¿perform a surgical procedure to identify the cause of the issue.¿ additional information reported that post-operatively the patient¿s impedance measurements were ¿ok.¿ it was stated that ¿after a while¿ the impedance value change was observed along with a ¿decrease in the quality of therapy.¿ it was further reported that as of approximately three weeks after initial report, the patient¿s programmed use of only ¿the poles with appropriate impedance¿ resulted in a response that was ¿lower than the results that were already observed.¿ it was noted the ¿possibility of rupture or poor fit in the generator¿ was analyzed and that it could ¿only be confirmed¿ with a surgical procedure. It was stated that an x-ray ¿couldn¿t identify the failure.¿ additional information has been requested. A supplemental report will be filed if additional information is received.